Event description:
In 2005, nellcor puritan bennett received a report that the inner cannula of a mfen tracheostomy tube was not staying locked in placed during an unspecified surgical procedure. The caller reported that the tube remained in use until the following day.